Event description:
(1/3, reference (B)(4) for related complaints) (documenting cassette 1) per medwatch (mw5107979, report date: 07-mar-2022): patient reported mixing new cassette, began infusion at 11am then at 9:30pm one pump began to alarm "no disposable-pump won't run". Patient was able to restart infusion but is concerned same issue will occur again. Patient added that pump has some buildup/ corrosion on one of the battery prongs but did not specify which pump. Patient only had lot number 4207359 for one set of tubing. Patient did not have cassette lot number ((B)(4) pharmacy will dispense replacement pumps, cassettes and tubing). No other information available. Did the product issue cause or contribute to patient or clinical injury? No.

Manufacturer narrative:
Additional information received by smiths medical/ICU on 10-may-2022 via email and attached to complaint object: patient details provided, event resolved, cassette lot number unknown, no other information available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. No lot number was provided; therefore, DHR (device history review) could not be performed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.